Manufacturer narrative:
The insulin pump was received with pump error alarm occurring at rewind, followed by a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test and the displacement test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the back side of battery compartment of insulin pump was crack. Customer's blood glucose level was 101 mg/dl. Customer also stated that the insulin pump exposed to moisture. The device will be returned for analysis.